Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "ec345" was reproduced. A review of the event history log revealed multiple "system error 345!" Messages. The event history log (ehl) review was performed and revealed multiple events of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a failed upstream thermistor. The upstream sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.